Manufacturer narrative:
Investigation is still in progress. (B)(4).

Event description:
During a ventricular tachycardia procedure, it was reported that an error # 8 appeared in the carto 3 rmt system. The procedure was not able to be completed and therefore it was cancelled. There were no patient consequences. On (B)(6), received additional information requested from bwi representative stating the procedure was rescheduled 10 (ten) days later to a different laboratory with a different system. Before the procedure was cancelled, the patient was under local anesthesia and a transseptal puncture was already performed. The cancellation was only originated due to the malfunction of the equipment. According to the physician, this action considers to be a potential risk to the patient. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(4) 2013.